Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejects new battery. Customer's blood glucose level was unknown. Customer states that insulin pump had diminished battery life and slower during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify low battery alarm, failed battery test or failed battery alarm, rewind anomaly and perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Moisture damage was also found on the electronic assembly during visual inspection. (B)(4).